Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Mother reported the customer's blood glucose has been consistently elevated in the 300-500 mg/dl range for the past 18 months. The customer has been capable of self-treatment by delivering insulin via the pump. Mother believes the insulin delivery of the pump is inaccurate. No adverse event was reported. The alleged product was replaced and requested for evaluation.